Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. The totally occluded target lesion was located in a moderately to severely calcified and severely tortuous vein graft (vg) from the right coronary artery (rca) to the posterior descending artery (pda). A guidezilla tm guide extension catheter was used to access the graft. During the procedure, the physician began to encounter difficulty passing stents through the guidezilla tm guide extension catheter. The physician decided to remove the guidezilla tm guide extension catheter in order to exchange with a new device. Upon removal, the collar/shaft of the guidezilla tm guide extension catheter broke off and came out from the guide catheter then stuck in the sheath. The sheath was exchanged and the fortunately, the guidezilla tm and came out with it. The sheath was replaced and the case proceeded with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: device was returned for evaluation. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft. The inner diameter of the guidezilla was measured at the distal tip using a calibrated pin gauge set and was within specification. Microscopic examination presented separation in the collar/proximal shaft weld and there was damage to the collar. Ptfe was completely pulled out from the collar and attached to the distal shaft. Damage to the tip. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that a shaft break occurred. The totally occluded target lesion was located in a moderately to severely calcified and severely tortuous vein graft (vg) from the right coronary artery (rca) to the posterior descending artery (pda). A guidezilla guide extension catheter was used to access the graft. During the procedure, the physician began to encounter difficulty passing stents through the guidezilla guide extension catheter. The physician decided to remove the guidezilla guide extension catheter in order to exchange with a new device. Upon removal, the collar/shaft of the guidezilla guide extension catheter broke off and came out from the guide catheter then stuck in the sheath. The sheath was exchanged and the fortunately, the guidezilla end came out with it. The sheath was replaced and the case proceeded with a different device. No patient complications were reported and the patient's status was fine.